Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient couldn't feel stimulation on the right side and wasn't getting symptom relief. They tried increasing and got to 1.7, where it hurt. Later, they turned it up to 4.8, but felt nothing. It was noted that the left side gave them pain in the butt area, not tingling. The next day, they reported they switched from the left to the right side and had it at 2.5. On (B)(6) 2017, they stated they didn't have a good day. They didn't think the leads were placed in the correct spot and they were in constant discomfort. It hurt in their tailbone. They were going to call the doctor on (B)(6) 2017. It was noted that the trial began on (B)(6) 2017. They also reported the controller kept displaying "unable to locate device". They were coached through removing the batteries with no success. It was noted that the wires were still connected. There were no further complications reported or anticipated.